Event description:
The patient was a 51-year-old female with lower left extremity deep vein thrombosis (dvt). An ultrasound showed acute dvt. No chest computed tomography scan was performed to check for pre-existing pulmonary embolism (pe). Access and wire positioning were obtained without issue. Venograms revealed occlusive dvt in the left popliteal with no outflow to the inferior vena cava (ivc). The right popliteal was open except for a small amount of thrombus at the proximal common iliac. The clottriever sheath, 16 fr was placed in the right popliteal and the clottriever sheath, 13 fr was placed in the left popliteal. The plan was to use the clottriever xl catheter (ctxl) to clear the ivc and for the clottriever bold catheter (CT bold) to clear the iliac on the right. CT bold would then be used to clean the left at the lower left extremity. The 1st pass with the ctxl resulted in a collapsed coring element at the right common iliac. The patient noticed significant pain and the physician felt resistance. The coring element was slightly sheathed into the catheter and the unit was moved until resistance was met again. The coring element was pulled further into the outer catheter which allowed the unit to be removed. A 2nd pass was performed which led to a similar collapse at the right common iliac. Fortunately, the device was removed without issue. Upon the 3rd pass, another collapse occurred at the right common iliac. The patient became very anxious and decompensated. The ctxl was removed and a venogram was performed to check for vein avulsion. The venogram showed nothing of concern and a pe was suspected. The patient was flipped onto her back and lost her pulse shortly after. The patient coded for 48 minutes before passing away. Post-procedural discussion revealed that the patient had a history of multiple pes. Additionally, the patient was morbidly obese with multiple comorbidities. A transesophageal echocardiogram performed during the code revealed a massive right ventricle and massively dilated pulmonary arteries.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, the lot history records of all potential lots shipped to the facility were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's death was the result of inadvertent clot embolism. Distal embolization of blood clots is identified in the device labeling as possible adverse events/complications. The device instructions for use include the following warning statement: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the collection bag and coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." Manufacturer reference #: (B)(4).